Event description:
It was reported the rf (radio frequency) head silicone pad is loose. The rf head was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the laminate was peeling from the label. It was also noted that the device had internal damage due to probable liquid submersion and failed electromagnetic field immunity testing. (B)(4).